Manufacturer narrative:
Model number/catalog number 720185-01, serial number (B)(4), batch/lot number 1000069530, gtin (B)(4), model/catalog description reservoir flat iz 100 ml, expiration date 03/20/2020. Manufacturer date 03/21/2018.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump had eroded through the scrotum. A new spectra penile prosthesis was implanted to avoid placing any components in the scrotum. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the onset of the event leading to the revision surgery was approximately 2 weeks to the surgery. The pump was visible through a hole in his scrotum. The patient was recovering well.